Manufacturer narrative:
The reported event was for ¿unable to implant¿. Final analysis found that as received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2023. During procedure, it was noted that the right ventricular (rv) lead was unable to be implanted. The lead was not used and was replaced. The patient was in stable condition.